Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) had beeping and yellow wrench alarms when the device was connected. The patient switched to batteries and unplugged the mpu and plugged it back in. The patient then moved the mpu to a different plug in the house but the yellow wrench alarm continued. The mpu was plugged in at the hospital and the yellow wrench alarms were verified. The patient's family was educated on mitigating static electricity. The alarms were noted to be low voltage advisories. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event of low voltage alarms was unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis and tested. The mpu was tested for several days and no alarms were observed. The mpu was functionally tested and was found to operate as intended. The mpu is not returning as the customer was given a replacement. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 13sep2021. Heartmate iii patient handbook (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) had beeping and yellow wrench alarms when the device was connected. The patient switched to batteries and unplugged the mpu and plugged it back in. The patient then moved the mpu to a different plug in the house but the yellow wrench alarm continued. The mpu was plugged in at the hospital and the yellow wrench alarms were verified. The patient's family was educated on mitigating static electricity. The alarms were noted to be low voltage advisories. The mpu was exchanged.